Event description:
It was reported that a patient underwent an inflatable penile prosthesis (ipp) replacement procedure as the physician considered that the device had reached end of life. During surgery fluid loss was noted. The entire ipp was removed and replaced with a tactra malleable penile prosthesis. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.